Event description:
It was reported that on (B)(6) 2022, during an unknown procedure, after tightening the set screw on the tfna with the flexible screwdriver, the scrub tech flexed the screwdriver because it looked off. It appeared to have been damaged before, and broke. Fragments were generated, but the breakage occurred outside the patient's body. There was no injury to the patient and no surgical delay. The procedure was completed successfully. No further information is available. This report involves one 5mm hex flexible screwdriver . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 03.037.028. Lot: 9345774. Release to warehouse date: 15.may.2015. Expiration date : na. Supplier: na. Manufacturing site: werk hagendrof. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.